Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 3.0, lab: 8.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.0, ref: 8.8, mean: 5.9, confidence limits: na. Comparison of inratio and ref results of user revealed that confidence limits could not be determined and are considered inaccurate. It was indicated that pt has cancer and had blood in urine. Pt's condition and treatment may have affected test results. In-house investigation was done on returned products. Accuracy testing, performed on returned meter and returned strips revealed that accuracy criteria was met. Meter functional test passed. Other meter functions were performed and passed. Product deficiency not established. Further action not required. Comparative sample stenting performed on returned product. As of 2009, twenty-one discrepant result complaints were reported for lot # 216973 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.